Event description:
Boston scientific received information that this left ventricular (lv) lead dislodged shortly after implant. No intervention was performed at the time. The lead was later explanted during a device replacement procedure without incident. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). This lead has been returned. Boston scientific has concluded it is unlikely that lead characteristics caused or contributed to the reported clinical observations. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.